Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure- carried out in 2009 in (B)(6) for stress urinary incontinence, age (B)(6), don¿t have details of bmi. The diagnosis and indication for the initial surgical procedure? Stress urinary incontinence. What were current symptoms following the index surgical procedure? Onset date? Incontinence resolved, but mesh exposure in 2010, which was carried out in lancaster- no further details. Recurrence of incontinence ¿ not known when. Other relevant patient history/concomitant medications product code and lot number? Not known. What is physician¿s opinion as to the etiology of or contributing factors to this event. Mesh. The initial approach for the index surgical procedure? Not known. Any concurrent procedure/device implantation? Yes. Were there any intra-operative complications? None known. Mesh exposure site/location, symptoms and diagnostic confirmation? Mesh exposed anterior vaginal wall on left side extending towards left obturator canal. Date and results of mesh excision? (B)(6) 2017- small portion of mesh excised. What is the patient¿s current status? Doing ok at last review.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2009 and the mesh was implanted. In 2015, the patient experienced exposure of mesh implanted in 2009 and discomfort with intercourse, and required a further surgery for mesh revision and vaginal scarring. The patient was examined under anesthesia and underwent a revision/partial excision of the mesh. It was also reported that the patient had surgery in 2010 and other mesh was implanted. Additional information will be requested.